Manufacturer narrative:
Additional information was received that the previously reported tia event was adjudicated as a stroke. (B)(4). There are no changes to the device codes. In addition, upon receipt of the adjudication minutes, the event was classified as a cva. The minutes also indicated that the tia was related to hypoperfusion due to hypotension. Event classified as a cva. (B)(4). The minutes indicated that 5 minutes after completion of the procedure, the patient developed aphasia and right hemiparesis. This was associated with hypotension in the 50s systolic. At this point, she was administered epifibatide. After administration of epifibatide, her deficits resolved. The report also indicated "CT reviewed no large vessel occlusion or perfusion deficit, suspect possible small embolic event, epifibatide drip to be started per protocol." On the following day, nih stroke scale score was 9 (attributions barely legible, deficits listed were as follows: not answering questions , mumbled unintelligible words, dysarthria right arm, right leg paresis, and right sided neglect. On the following day the nih stroke scale score was 2 at 7:30am the patient was alert, aware and followed commands. She had mild to moderate expressive aphasisa, no dysarthria, motor functions intact. On the same day, the scale went to 1 and then 0. Pre discharge the nih and rankin scores were both 0. Additional information is pending and will be submitted upon receipt.

Event description:
As reported by the (B)(4) study indicated the day of index procedure the patient experienced the event of transient ischemic attack and remained hospitalized for six days until the symptoms fully resolved. Baseline nih and rankin scores were both 0. The patient was asymptomatic at the time of the index procedure. Carotid artery stenting was performed in an 82% occluded lesion in the ostium of the left internal carotid artery of 15 mm in length in a 4.0 mm diameter with severe vessel tortuosity. The arch I lesion was eccentric and mildly calcified. As the angioguard embolic protection device did not cross, an abbott emboshield nv6 embolic protection device was deployed past the lesion and a 7x40 mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 15%. There was no presence of air bubbles and the patient was neurologically intact upon leaving the angio suite. Patient had aphasia and hemiparesis. On the following day, the patient had nih of 9, which improved to 2, on the next day and improved to 1 and by the following day. The patient was at 0 which remained 0 at discharge. CT post procedure showed no large vessel occlusion or perfusion deficit. It was suspected that this was a small embolic event. Treatment included integrilin bolus for 24 hours with rapid improvement. While patient in-house she underwent pt and ot . Bp medication was adjusted.

Manufacturer narrative:
As reported by the (B)(4) study, a (B)(6) female patient with medical history including hyperlipidemia, smoking (> 5packs of cigarettes), diabetes mellitus, coronary artery disease, coronary percutaneous revascularization and hypertension (systolic>140, or diastolic>90, or requiring medication) experienced a transient ischemic attack that was adjudicated as a cva. During the procedure the angioguard device did not cross the target lesion. In addition, the adjudication committee indicated that the tia was related to hypoperfusion due to hypotension. Baseline nih and rankin scores were both 0. The patient was asymptomatic at the time of the index procedure. Carotid artery stenting was performed in an 82% occluded lesion in the ostium of the left internal carotid artery of 15mm in length in a 4.0mm diameter with severe vessel tortuosity. The arch I lesion was eccentric and mildly calcified. As the angioguard embolic protection device did not cross, an abbott emboshield nv6 embolic protection device was deployed past the lesion and a 7x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 15%. There was no presence of air bubbles and the patient was neurologically intact upon leaving the angio suite. The minutes indicated 5 minutes after completion of the procedure, the patient developed aphasia and right hemiparesis. This was associated with hypotension in the 50s systolic. At this point, she was administered epifibatide. After administration of epifibatide, her deficits resolved. The report also indicated "CT reviewed no large vessel occlusion or perfusion deficit, suspect possible small embolic event, epifibatide drip to be started per protocol." On the following day, nih stroke scale score was 9 (attributions barely legible, deficits listed were as follows: not answering questions (2), mumbled unintelligible words (2), dysarthria (1) right arm (1) right leg paresis (1) and right sided neglect (2). On the following day the nih stroke scale score was 2 at 7:30am the patient was alert, aware and followed commands. She had mild to moderate expressive aphasia, no dysarthria, motor functions intact. On the same day, the scale went to 1 and then 0. Pre discharge the nih and rankin scores were both 0. CT post procedure showed no large vessel occlusion or perfusion deficit. It was suspected that this was a small embolic event. Treatment included integrilin bolus for 24 hours with rapid improvement. The patient remained hospitalized for six days until the symptoms fully resolved. While patient in-house she underwent pt and ot. Bp medication was adjusted. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Based on the information provided, vessel characteristics and procedural factors are likely contributing factors to the failure to cross reported. Hypotension, hypoperfusion and the resultant cva are well-known potential adverse events associated with the carotid stent implantation procedure. Cva symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Concomitant medications continued: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. As reported by the (B)(4) study indicated that during index procedure the angioguard failed to cross the target lesion. Also, the day of index procedure the patient experienced the event of transient ischemic attack and remained hospitalized for six days until the symptoms fully resolved. Baseline nih and rankin scores were both 0. The patient was asymptomatic at the time of the index procedure. Carotid artery stenting was performed in an 82% occluded lesion in the ostium of the left internal carotid artery of 15 mm in length in a 4.0 mm diameter with severe vessel tortuosity. The arch I lesion was eccentric and mildly calcified. As the angioguard embolic protection device did not cross, an abbott emboshield nv6 embolic protection device was deployed past the lesion and a 7x40 mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 15%. There was no presence of air bubbles and the patient was neurologically intact upon leaving the angio suite. Patient had aphasia and hemiparesis. On the following day, the patient had nih of 9, which improved to 2, on the next day and improved to 1 and by the following day. The patient was at 0 which remained 0 at discharge. CT post procedure showed no large vessel occlusion or perfusion deficit. It was suspected that this was a small embolic event. Treatment included integrilin bolus for 24 hours with rapid improvement. While patient in-house she underwent pt and ot. Bp medication was adjusted. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(6)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.